Manufacturer narrative:
The device was returned for evaluation. During evaluation of the pod, a tear was noted on the exposed portion of the cannula. However, it is unclear when the tear occurred. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, instead diverting through the tear. No other defects or deficiencies were found during the investigation. A root cause for the pod failing to deliver insulin, or the reported high bg levels could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was also noted that the adhesive pad was wet. To treat the patient's elevated bg levels, a new pod was applied.

Manufacturer narrative:
Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.